Event description:
It was reported while using bd luer-lok¿ 20-ml syringe the plunger was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: syringe with piston failure, leaking the content when aspirated.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 20-ml syringe the plunger was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: syringe with piston failure, leaking the content when aspirated.